Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was 6.4mmol/l at the time of the incident. It was reported that the insulin was neither dropped nor bumper. It was also reported that the insulin pump did not have moisture damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error alarm noted in the insulin pump history and critical pump error due to out of specific force sensor zero offset (-405.6 mv). Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.